Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.